Event description:
It was reported that this pacemaker could not be interrogated technical services (ts) suspected possible reading data failed anomaly. Troubleshooting confirmed device compatibility, proper wand communication, and appropriate patch placement. Technical services suspected the programmer software version was outdated relative to the implanted device software. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.